Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the surgical procedure (B)(6) to address a lead impedance issue (reference MFR report # 1627487-2013-00744), it was reported the physician elected to explant replace the patient's ipg. The patient reportedly had not recharged the device in several months.